Event description:
It was reported that during an laparoscopic abdominoperineal resection procedure, the device made a sharp noise like metal on metal sound. The device was replaced but there was no white tissue pad present on the device. The day after the pt has to be reoperated on by a doctor and laparoscopically repaired the pt had small holes in the small bowel. As he performed this procedure he found the original white tissue pad in the abdomen. Upon inspection, the pad was white, not damaged and not black. No device will be returning.

Manufacturer narrative:
Information not available, device not returned for analysis.